Event description:
It was reported that the patient presented with a pacemaker pocket infection. The physician elected to explant the pacemaker system, including the right atrial and right ventricular leads. A leadless pacemaker was subsequently implanted. The patient outcome was not reported.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.